Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution had a protruding sponge. The reporter stated that the packaging was not damaged and the device was stored at room temperature. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.